Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 495 mg/dl while wearing the pod for longer than 48 hours and checking by finger stick. Symptoms reported include vomiting and nausea. The patient reports the pod was due to expire at 8 pm but had expired in the afternoon. The patient reports they were not receiving sensor values. The patient reports they had discharged themselves after a few hours. The patient reports upon arriving home from the hospital their blood glucose level was at 365 mg/dl. The patient administered 15 units of manual insulin via injection and after 2 hours they had applied a new pod. The patients reported blood glucose level after treatment had dropped to 56 mg/dl.